Event description:
The complainant reported that a patient was being placed on an impella 2.5 for hemodynamic support. During implantation attempt, the impella cp was opened and prepped. 14f x 23cm was initially attempted to be inserted but could not be advanced. The device was inserted under fluoroscopy but was unable to pass the motor housing into the iliac stent. The cp was removed and attempted plain old balloon angioplasty of the artery. There were several attempts without success to pass the cp into the artery. The surgeon then decided to insert an impella 2.5, however, could not pass the impella past the iliac stent. It was decided to abort the case and continue with medical management.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.